Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) after wearing the device for approximately 36 to 48 hours. After pod removal, the infusion site was noted to be red and swollen, with the presence of a cyst containing pus. The patient also noted experiencing a blood glucose level that ranged between 6-12 mmol/l (108-216 mg/dl). Medical attention was sought at a clinic on (B)(6) 2026, during a visit lasting approximately 30 minutes, where an infection at the pod site was diagnosed. Treatment included a prescription for keflex 500 mg to be taken for 10 days. The patient reported that the pod involved in the event was discarded. A new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria.